Manufacturer narrative:
Customers readings were historically low. In 2007, a second machine value on 1.6 through our internal lab. The pt began reporting machine values from home. The following values were reported to our clinic by the pt: in 2007 - 1.5; the next month - 1.6; seven days later - 1.7; six days later - 2.0. Three months ago, the patient was taking 7 mg qd with an internal inr value of 2.2. Three months later, the pt was taking 12 mg qd. This case qualifies as an adverse event: five days later, the patient reported to the ER with an inr = 8.6 with a massive intracranial bleed. The pt expired the next day. Ts has made several attempts, and is still waiting for info regarding meter serial number and strip lot number used.

Event description:
This case qualifies as an adverse event. Patient reported to the ER with an inr = 8.6 with a massive intracranial bleed. The pt expired in 2007.